Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution.\ the directions for use states, protect mucous membranes from contact with the product using a rubber dam. Apply the smallest possible amount of gdpg necessary for the treatment to the dentinal surface and then leave for 30-60 seconds. Then rinse with plenty of water and apply suction. The dental office staff reported that only cotton roll isolation method was used. Without proper isolation the user exposed the soft tissues to the gluma desensitizer. The directions also states, gluma desensitizer powergel must not be used if the necessary precautions cannot be taken or the stipulated application technique is not possible. It also states, only to be used by dentist. The direction for use has adequate warning against exposure stating, irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation and may cause sensitization either directly or through inhalation. Avoid contact with skin, immediately wash with plenty of water and soap. Warnings and appropriate usage are clearly stated in the directions for use. The product is being recalled due to an uncontrolled extrusion issue. This issue was not reported to have occurred with the syringe involved with this incident. Retained samples of several lots tested. Tested the extrusion performance of the syringes. Visually examined the extruded material. Extrusion performance not as expected. Additional testing in progress (B)(4) 2014 narrative- device evaluation from same lot. Please see attached root cause report and CAPA report.

Event description:
Office manager called because the hygienist was not careful enough and got the gel on the patient's lip and gums. She said that she had not read the directions before using and only used cotton roll isolation. She said that this was the first time this hygienist had used the gdpg. She said that the patient immediately felt burning when the material was extruded and the hygienist rinsed it off. She said the lip and gingiva are burned, white and blistered. She said that they have not treated the patient and were wondering if there was any recommended treatment. Discussed that warm salt water rinses and it should heal in 7 to 10 days. Discussed picking up the kit, but she did not want to return. Asked to follow-up next week and she said that would be fine. (B)(6) 2014 she said that the patient had burning for a week and she is on the mend. Discussed recall. She stated that this uncontrolled ejection of material is what the hygienist experienced when she used it. Arranged for pick up and replacement with gluma desensitizer. (B)(6) 2014 left message to follow-up on patient.

Manufacturer narrative:
As allowed by exemption# (B)(4), (B)(6). Although, we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion - the directions for use states, protect mucous membranes from contact with the product using a rubber dam. Apply the smallest possible amount of gdpg necessary for the treatment to the dentinal surface and then leave for 30-60 seconds. Then rinse with plenty of water and apply suction. The dental office staff reported that only cotton roll isolation method was used. Without proper isolation the user exposed the soft tissues to the gluma desensitizer. Conclusion -the directions also states, gluma desensitizer powergel must not be used if the necessary precautions cannot be taken or the stipulated application technique is not possible. It also states, only to be used by dentist. Conclusion - the direction for use has adequate warning against exposure stating, irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation and may cause sensitization either directly or through inhalation. Avoid contact with skin, immediately wash with plenty of water and soap. Warnings and appropriate usage are clearly stated in the directions for use. The product is being recalled due to an uncontrolled extrusion issue. This issue was not reported to have occurred with the syringe involved with this incident. Method and conclusion - retained samples of several lots tested. Method -tested the extrusion performance of the syringes. Method -visually examined the extruded material. Results -extrusion performance not as expected. Conclusion - additional testing in progress.

Event description:
Office manager called because, the hygienist was not careful enough and got the gel on the patient's lip and gums. She said that she had not read the directions before using and only used cotton roll isolation. She said that this was the first time this hygienist had used the gdpg. She said that the patient immediately felt burning when the material was extruded and the hygienist rinsed it off. She said, the lip and gingiva are burned, white and blistered. She said that they have not treated the patient and were wondering if there was any recommended treatment. Discussed that warm salt water rinses and it should heal in 7 to 10 days. Discussed picking up the kit, but she did not want to return. Asked to follow-up next week and she said that would be fine. (B)(6) 2014, she said that the patient had burning for a week and she is on the mend. Discussed recall. She stated that this uncontrolled ejection of material is what the hygienist experienced when she used it. Arranged for pick up and replacement with gluma desensitizer. (B)(6) 2014 left message to follow-up on patient.